Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was wearing must down hard for them to work. The customer blood glucose level was unknown. Customer stated that difficulty to open both battery and reservoir cap also sometimes insulin did not come out when priming. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify failed battery test alarm and prime or fill anomaly due to buttons not responding. Device received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.